Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was capped and replaced due to noise. The pacemaker was replaced at the same time because it was unclear if the issue was the pacemaker or this lead.